Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the guidewire tip detached inside the patient: a savion flx guidewire tip was reported to have detached inside the patient. During a separate procedure, the physician had indicated to the sales representative that this had occurred before, but that no complaint had been made. No further information is available. The exact product information and number of events is unknown.